Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (hyst. (Partial),salping. (Bilateral). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, headache, abdominal pain, menorrhagia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, gastrointestinal disorder, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: the need for additional surgery she received treatment for abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified): yes, result: unknown. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events abdominal pain, menorrhagia, gi conditions, headache, lab data, start and stop dates were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 2006. Concurrent conditions included anxiety, depression and gerd. Concomitant products included lorazepam (ativan) from 1999 to 2019, omeprazole magnesium (prilosec) from 2010 to 2017 and paroxetine hydrochloride (paxil). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced ovarian cyst ("left ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (total hysterectomy, salping. (Bilateral), unilateral oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, headache, menorrhagia, gastrointestinal disorder, vaginal haemorrhage, ovarian cyst and dysmenorrhoea outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, gastrointestinal disorder, headache, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for abdominal pain, menorrhagia, discrepancy noted in essure removal date: 2011 insertion date as per pif: 2010 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test( unspecified): yes, result: unknown. Ultrasound scan vagina - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc on 24-feb-2020: pif received: rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos from 1995 to 2006. Concurrent conditions included anxiety, depression and gerd. Concomitant products included lorazepam (ativan) from 1999 to 2019, omeprazole magnesium (prilosec) from 2010 to 2017 and paroxetine hydrochloride (paxil). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced ovarian cyst ("left ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (total hysterectomy, salping. (Bilateral), unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, headache, menorrhagia, gastrointestinal disorder, vaginal haemorrhage, ovarian cyst and dysmenorrhoea outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, gastrointestinal disorder, headache, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for abdominal pain, menorrhagia, discrepancy noted in essure removal date: 2011 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test( unspecified): yes, result: unknown. Ultrasound scan vagina - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs received. Events added: abnormal bleeding (vaginal), left ovarian cyst, dysmenorrhea (cramping). Event outcome was updated to recovered/ resolved for abdominal pain. Reporter's information, concomitant drugs, lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.